Event description:
Nurse reported customer being hospitalized due to high blood glucose levels and dka. Customer's blood glucose level at time of hospitalization was 590. Customer has been having trouble with air bubble in reservoirs and sets. Nurse removed air bubbles from reservoir and set but they reappear. Reservoirs are returning for analysis.